Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 12/05/2017. Device evaluation: the preloaded delivery system, model pcb00,was returned at the manufacturing site for evaluation. No assembly error and/or defect were observed in the pcb00 device related to the manufacturing process. Visual inspection showed lack of lubricant material on the cartridge. No damage was observed to the cartridge. The condition of the product returned was consistent with a unit that was previously handled and prepared for surgical process. The reported dark blue/purple/black little filament was not returned. Photos of the implant were provided and were evaluated. The customer's reported complaint was verified. The manufacturing controls should be capable to identify the presence of this type of particulate or substance during the inspection controls defined as part of the manufacturing process. Therefore, based on the evidence observed, it was not possible to confirm if the particle observed was related to manufacturing, as the lens was handled and prepared for surgical procedure. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. In addition sterilization records were reviewed: sterilization was processed and no deviations were found that affects the sterility of the device. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu state that the lens should be removed from the pouch in a sterile environment, and examined thoroughly to ensure particles have not been attached before implanting. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after the implantation of an intraocular lens (iol), a dark blue/purple/black little filament was observed in the patient's eye. Reportedly, the filament was removed during the irrigation/aspiration (I/a) procedure. No incision enlargement and no patient injury was reported. The lens remains implanted. No further information was provided.